Manufacturer narrative:
Section h4: corrected data section h8: additional information manufacturer¿s investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2019 when the patient ultimately expired due to causes unrelated to the lvad. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient present to the emergency room after home health nurse noted the patient to be confused and lethargic. The patient had fallen asleep in the sun without utilizing a continuous positive airway pressure (CPAP) machine. The home health nurse reported that the patient was hypoxic with spo2 in the 80s%. Lab work showed that hemoglobin 7.6 g/dl and hematocrit 22.4 g/dl. Patient was transfused with 2 units of packed red blood cells (prbcs). It was reported that the bleed resolved on (B)(6) 2019. No additional information was provided.